Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen event could not be verified; however, the malfunction issue was confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed when the customer was unlocking the screen. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 79 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.